Event description:
Pt underwent laparoscopic ventral hernia repair and bilateral inguinal hernia repair. This was complicated by a bowel injury, intra-abdominal abscess and peritonitis requiring resection of a portion of the colon and a new colostomy. The patient was sent home with a wound vacuum and antibiotics. Patient was readmitted for repair of recurrent ventral incisional hernia. A CT guided aspiration of superficial abdominal fluid collection was done and PICC line placement. The patient was transferred to a skilled nursing floor for continued antibiotic coverage and supportive care. The right antecubital PICC line was noted to be leaking. Nurse reports the PICC line appeared to have a hole in it.